Event description:
It was reported via clinic notes received for the patient that in the past the patient has had vns settings decreased due to coughing and voice alterations, however had an increase in seizures after this. The exact cause of the increase in seizures was not specified. No additional relevant information has been received to date.